Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual evaluation of the returned device found the basket retracted/closed. The side car-rx presented pushback out of specification. The evaluation concluded that the condition of the returned device was not consistent with the complaint incident that the side car-rx was torn. Side car-rx pushback could cause difficulty in tracking the device over the guidewire and into the papilla. Per event information, the issue was noticed during the procedure while inside the patient. Therefore, the most probable root cause is "operational context." The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure after endoscopic sphincterotomy was performed, the trapezoid rx basket and extractor retrieval balloon were used alternately to remove multiple stones. After several exchange of basket and balloon, the side car-rx (guidewire port) was torn and the guidewire failed to passed through. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results; side car-rx (guidewire port) pushback.